Manufacturer narrative:
Failure analysis found the primary finding of pitch cable broken to be related to the customer reported complaint. The large suturecut needle driver (lsnd) instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted retroperitoneal partial nephrectomy surgical procedure, large suturecut needle driver (lsnd) cable was found broken. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument was usable for a while for suturing operations. The instrument did not collide with any other instrument or tool during the procedure. There was no issue related to opening/closing of the grips. No fragment fell into the patient¿s anatomy.